Event description:
The customer reported to philips healthcare of the co2 was unable to be calibrated on the heartstart mrx. There is no pt involvement.

Manufacturer narrative:
(B)(4). A f/u will be submitted upon completion of the investigation.